Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient had an MRI scan today and it had been about 2 hours since the patient left the MRI machine. The healthcare provider stated they had interrogated the pump 3 times now since the MRI was completed but they were still seeing the motor stall message in the logs and no recovery message. The healthcare provider inquired how to proceed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.